Event description:
Caller alleged false negative hcg results. Results as follows: pt presented to health department stating she had taken two positive home pregnancy tests. At the doctor's office, the pregnancy test was negative at 3 minutes read time. The product control line was evident but no test line was evident. The sample was repeated with no lines resulting at all. A quantitative serum hcg test was not performed. Pt was confirmed pregnant with ultrasound, which showed (B)(6). External controls were not run at this site. Fresh urine sample was used. The color/clarity of urine was normal. No other pt info was provided.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg120130-01; 100miu/ml hcg urine lot: hcg110307-01; 241.0iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc specification, details below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. (N=5) the 100 miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5) the 241.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5) conclusion: no product was returned for investigation. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain products. Results met qc specifications. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. As of 04/12/2012, (B)(4) false negative cases have been reported on for lot hcg1080272. Corrective action not required at this time.